Event description:
Vein graft got stuck in channel and did not thread through properly. The surgeon did not want to risk using it any further. A new device opened to complete procedure. Manufacturer response for pas port, pas port (per site reporter): took description of problem and issued rga# .